Event description:
Pdc received a call on 03/05/2015 reporting a medical intervention that occurred on (B)(6) 2015 around 10am. Patient ((B)(6)) stated that she received a high reading on the prodigy meter which caused her to panic. Patient then called the doctor and the doctor told her to go to the ER. Patient also stated that she had been receiving high readings on the prodigy meter for about a week. The reading on the prodigy meter at the time of the event was 337mg/dl. Patient stated that this reading was before she had taken any medication. Patient drove herself to the ER. No treatment was given at patient's home before going to the ER. Patient stated, though she was not sure, but thinks that her blood glucose reading upon arrival at ER was between 180-200 mg/dl. While at ER patient was administered IV fluids for dehydration but no treatment was given related to her blood glucose. Patient's blood glucose reading prior to discharge was 180 mg/dl. Patient's total stay in the ER was 6 hours. Pdc sent prepaid envelope requesting return of suspect device. No replacement was sent.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The meter current test was 1.5ua. The criteria is less than 55ua. Pass. Meter settling, audio and all buttons were ok. Tested the suspected meter with in house control solution. The readings of control solution test for low level were 50/53 mg/dl for high level were 259/252 mg/dl. The request control solution range are: low level 25-70 mg/dl; high level 200-300 mg/dl. All results were within the acceptance range.